Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6)2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 13648124, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and lead will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was non functional. It was also reported that the patient had no stimulation coverage even when the ipg was still working. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively.